Event description:
Verified that (B)(4) (stj) were removed on (B)(6) 2022 at (B)(6) clinic by (B)(6) due to infection (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).